Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, based on the analysis, the alleged alert data error issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 400 mg/dl. The customer reverted to an alternate method insulin therapy.